Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that the subject guidewire tip is torn off in the patient. It was successfully recovered using a snare. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Although the DHR (device history record) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that the wire is torn off in the patient. The torn tip of the wire was successfully recovered using a snare. Additional information provided by the customer indicated that continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. As the device was not returned and a review of all available information fails to indicate a probable assignable cause for the reported vent, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that the subject guidewire tip is torn off in the patient. It was successfully recovered using a snare. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event